Event description:
Event description guidant received information that the patient was having premature ventricular contractions following atrial paced events resulting in the ventricular pace falling on the t-wave of the pvc. No inappropriate therapy has been delivered and only non-sustained events have been noted. Guidant received additional information that despite the reprogramming the problem was persisting, but no arrhythmia had been induced by the ventricular paced beats falling on the t-wave.